Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a bacterial infection at the driveline exit site on (B)(6) 2022. The patient was treated with drug therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection, as well as a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), including the applicable sterility information, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the hm3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection (local, driveline, and pump pocket) as potential adverse events that may be associated with the use of the hm3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a bacterial infection at the driveline exit site on (B)(6) 2022. The patient experienced pain at the driveline exit site, as well as bleeding, redness, and exudate. Of note, cultures were positive for staphylococcus aureus and staphylococcus lugdunesis on (B)(6) 2022, before the resulting infection. The detection of staphylococcus aureus continues at present. The patient was treated as an outpatient with oral antibiotics, minomycin (minocycline), and the method used to stabilize the driveline was adjusted. It was also reported that the infection is on a recovery trend.